Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report that she sometimes pulls out her infusion set while sleeping. Customer advised she is in (B)(6) and has been sweating more. Customer advised there is a lot of humidity. Customer advised she also has scarring on her abdomen. Customer stated she did not know if the adhesive was not sticking due to the adhesive or because she is currently in (B)(6) and it more hot and humid than she is accustomed to. No adverse event. Infusion set cannot be returned.